Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is fully crimped under the outer shaft, i.e. The outer shaft has not been retracted. Inspection of the instrument revealed no damage or irregularity. In the as-returned state the red safety button at the handle was in the locked position. During the technical investigation the safety button was unlocked and the stent was successfully released. Review of the production documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure.

Event description:
A pulsar-18 t3 peripheral stent system was chosen for treatment. The stent could not be released.